Event description:
It was reported that during treatment the machine does not stop reporting an obstruction despite changing tanks. No harm or injury reported.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. A follow up email was received to state the device had been sent to the regional distribution center, with no faults found with the device. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. Probable causes to the event could include: user error, failed associated component or exudate blockage on the canister. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.